Event description:
It was reported that the patient received an inappropriate shock therapy when the detection algorithm no longer withheld therapy. The device remains in use and no programming changes have been done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: 5076-52, lead; implant: (B)(6) 2004. (B)(4).